Event description:
In (B)(6) 2010 I started using minimed insulin pump from medtronic model # mmt-7231nas. After about a year I noticed it was taking less insulin to fill the cannula but thought maybe it was something I was doing different. It was over a year later when I started to hear some clicking in it I thought something may be wrong. I found out ther is a recall due to the back of the housing breaking on this model. On a hunch I pressed on the end of the hose. The fill cannula difference at this time was from 8 to under 4 so that's a potential of at least 4 units of accidental injections. I had the pump replaced, they sent me another just like it and now it is clicking and using less to fill.